Event description:
It was reported, "the arthroplasty was revised due to acetabular loosening and instability. The acetabular components were revised. The components were implanted in situ for 0.59y." Note: medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Neither the device nor add'l info is available from the research facility.